Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufacturer right atrial (ra) lead had observations of the respiratory rate trend (rrt) sensor oversensing intermittent high out of range pacing impedances greater than 3000 ohms. The patient was reporting having heart failure symptoms. Technical services recommended consider programming rrt feature off to help mitigate the issue. The system remains in-service. No additional adverse patient effects were reported.